Manufacturer narrative:
The biomedical engineer (bme) reported to the remote service engineer (rse) that the display was blank. The bme also found that the ribbon cable was exposed, which the rse suspected to be a possible liquid crystal display (lcd) to user interface (ui) printed circuit board assembly (pcba) cable or first-generation lcd. The rse felt that the bme may need to upgrade to a second-generation lcd and advised the bme that an initial quote would be sent via email. The bme also requested preventive maintenance (pm) service. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp changed out the connecting cables from the lcd to the device and found that the white connector was loose. The asp repaired the connector and replaced the power management (pm) pcba board, but the issue remained. The asp then discovered that either the lcd or lcd tray needed to be replaced and ordered the replacement parts. After replacing the lcd tray with a second-generation lcd tray, the asp booted up the device, confirmed that the device was running in the background, and noticed that all of the lights on the bezel appeared to be working properly; however, the screen was still blank. The asp then reinstalled the original pm pcba, swapped old cables for new cables, and replaced the lcd with the second-generation lcd. The asp also replaced all new cables for the lcd, powered on the device, and verified that the information screen booted up. The device successfully passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the display was blank. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that the display was blank. The bme also found that the ribbon cable was exposed, which the rse suspected to be a possible liquid crystal display (lcd) to user interface (ui) printed circuit board assembly (pcba) cable or lcd. The rse felt that the bme may need to upgrade to a second-generation lcd and advised the bme that an initial quote would be sent via email. The bme also requested preventive maintenance (pm) service. The investigation is ongoing.